Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation is confirmed for catheter aneurysm. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0600520 chronic catheter experienced material deformation and a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0600520 chronic catheter experienced material deformation and a break. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.